Manufacturer narrative:
Updated fields: h2.. Corrected fields: a2, a4, a5, a6, b5, b6, b7, h6. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the investigation, the most probable cause of the shutdowns was traced to component failure of the printed circuit board and a defective power supply. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high definition liquid crystal display monitor turned on for at most one minute and then turned itself off. Even connecting to the plug directly, it still failed and it might be caused by an issue with the internal power supply. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.